Event description:
The sling was tensioned so that the mesh was gently up and flat against the midureteral. However, during tensioning, a ripping sound was heard and the sling became loose and could not be tensioned properly. The sling was removed and noted to have a hole in the sling and also the end of the sling was loosened from the attachment suture. The decision was made to remove the sling and replace with a new one.